Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2015. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. No intervention or patient symptoms were reported.